Event description:
During a laparoscopic splenectomy, one of the two metal prongs from the tissue retrieval system broke off inside the patient and was retrieved. Small lacerations were noted on the abdominal wall peritoneum that appear to be caused by the broken end of the prong. Each of the two metal prongs has a hole for a swivel pin. The one prong broke at sides of this hole.